Event description:
It was reported that the "drill bit broke while drilling the screw path for the anchor c. Drill guide was removed the broken drill bit was removed and the hole was prepared with the awl. Screw was inserted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Further information about the event was requested but no response was received from the reporter. A materials analysis performed for a similar complaint on the same device catalogue number indicated that the drill bit fractured due to brittle overload caused by user applied torsional and bending stresses. The most likely cause of the reported event is a user applied overload to the device. Conclusion: however, the actual cause could not be determined as no further information was provided and the device was not returned for inspection.

Event description:
It was reported that the "drill bit broke while drilling the screw path for the anchor c. Drill guide was removed the broken drill bit was removed and the hole was prepared with the awl. Screw was inserted."